Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter?s investigation, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Additional information will be provided upon completion of baxter's investigation.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during drain 1. The cg stated there were no leaks. The technical service representative (tsr) explained that a se 2240 indicates a large amount of air has entered setup. The cg confirmed she had already cycled power and disposed of supplies. The cg confirmed the patient was connected the whole time. The cg further stated she would complete the patient's therapy with a manual bag and call the nurse. The tsr reviewed proper procedures per the user manual with the cg. No further information is available at this time.